Event description:
It was reported the pt was not receiving effective stimulation therapy from his scs system. The pt stated his stimulation was not high enough to cover all of his painful areas. Follow-up information received identified revision surgery was taken on (B)(6) 2014. During the procedure the pt's lead was explanted and replaced with a different model lead. The pt reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.